Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise with oversensing. It was also reported that pacing impedance measurements and capture thresholds were increasing. This rv lead was surgically abandoned, and successfully replaced. No additional adverse patient effects were reported.